Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer was in the hospital. The customer claimed her daughter was in the hospital because of the pump and cannot regain consciousness. No further details of the incident reported. The insulin pump will not be returned for analysis. Frn-unk-rsvr unomed set.